Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Not returned by attorney.

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure due to alleged elevated metal ion levels and adverse tissue effects from metal on metal. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. The revision operative report noted stained tissue, bone erosion, necrotic material, and some corrosion on the trunnion that was cleaned off. The modular head and acetabular cup were removed and replaced.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Visual inspection of the shell found the outer radius to be covered in bone cement and other dark debris. Scratching and scuffing were observed on the inner radius consistent with metal on metal constructs. Visual inspection of the head found scuffing and wear on the lower portion consistent with metal on metal construction. A major dent and other smaller scratches were observed on the rim of the head. Black debris is present within the taper of the head. The head will be analyzed to determine the composition of the debris. The head was sent for further analysis. Sem examination of the head revealed deposits on the taper surface as well as surface pitting. Quantitative eds analysis revealed combinations of biological material, cocrmo substrate material consistent with corrosion, and titanium possibly from the stem taper. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. Updated: b4, b5, d1, d2, d4, d6, d10, d11, e1, e2, e3, g1, g2, g4, g5, h2, h3, h4, h6 d11: 15-106058 m2a-38 cup non flared sz 58mm 992600. 13-103209 taperloc por red/lat 17.5x155 460440. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03848. 0001825034 - 2020 - 03849. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products - unknown femoral head, unknown femoral stem, unknown acetabular cup. Upon review of the medical records received, the reported event has been confirmed. However, it has been indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. The root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. It was reported that multiple devices were used during the procedure and may have cause or contributed to the adverse event. Zimmer biomet requested additional information on these devices from the customer; however, a response has not yet been received. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet with continue to monitor for trends.